Manufacturer narrative:
The device was used in conjunction with a non-baxter cap. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp solution set was leaking at the y-site just below the baxter infusion pump. This occurred during infusion of cyclophosphamide. The pump was stopped and the tubing was clamped. Approximately 10-15ml of chemotherapy solution spilled on the floor due to the leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.